Event description:
It was reported that shaft break occurred. The patient underwent percutaneous transluminal coronary angioplasty. The 80% stenosed target lesion was located in the non-tortuous and non-calcified middle left anterior descending artery. A 3.00 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, during stent advancement, it was noticed that the stent got broke off from the shaft in the catheter. The device was removed and a non-boston scientific stent was deployed at the lesion site. There were no patient complications, and the patient is expected to fully recover.

Event description:
It was reported that shaft break occurred. The patient underwent percutaneous transluminal coronary angioplasty. The 80% stenosed target lesion was located in the non-tortuous and non-calcified middle left anterior descending artery. A 3.00 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, during stent advancement, it was noticed that the stent got broke off from the shaft in the catheter. The device was removed and a non-boston scientific stent was deployed at the lesion site. There were no patient complications, and the patient is expected to fully recover. It was further reported that the shaft broke during an attempt to reach the lesion.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable conclusion code of cause not established. This code was selected as the most probable complaint cause based on the information available and investigation conducted. It is possible excessive force was applied to the device during attempts to reach the lesion. However, based on the complaint information available and the fact that no device was received for analysis, a definitive conclusion cannot be established with certainty.